Manufacturer narrative:
The device was not returned for evaluation however photos were provided. The visual inspection observed that the cone of the access male luer lock was broken resulting in the reported lea. The reported condition was verified. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex tpe2000 set, an external blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.